Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number:us157852 lot number:213320 brand name: m2a-magnum pf cup. Catalog number:157446 lot number: 368600 brand name:m2a-magnum mod hd. Catalog number:139252 lot number:688380 brand name: m2a-magnum 42-50mm. Catalog number:192413 lot number: 607420 brand name: echo por fmrl red. Multiple reports were submitted along with this report 0001825034-2022-00633, 0001825034-2022-00635. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised due to pain, effusion and metallosis approximately 10 years post implantation. Additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed via medical records reviewed by a health care professional. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.